Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 471 mg/dl. The customer just finished the insulin pump programming process. The customer declined troubleshooting for high blood glucose level and she treated for the high blood glucose. The insulin pump was not returned for analysis.